Event description:
It was reported that the procedure was a mesenteric intervention with access through the right common femoral artery for treatment of a renal artery. When injecting contrast through the side port of the copilot, contrast was seen leaking from around the push valve area. The copilot was exchanged for a new one and the case was completed successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for analysis and the reported leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.